Manufacturer narrative:
It is indicated the explanted lead will not be returned therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients pain area was not covered. The patient underwent a lead replacement procedure and was doing well post operatively. The physician did not suspect lead malfunction.